Manufacturer narrative:
Exact date unknown, event occurred early in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 19636551. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(4). Batch: 19035188/19411849/19393085/20070698.

Event description:
It was reported that the device was no longer working for the patient and was causing more pain. The patient underwent an explant procedure and was doing well postoperatively. All explanted components were discarded.